Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of an unknown sized abdominal aortic aneurysm. It was reported on an unknown date of a CT, it was noted the stent graft etlw1613c93ej was kinked near the origin of the left common iliac artery (cia). Intervention was performed and the occluded entire left limb was expanded with a balloon, and then a bare stent was implanted at the kinked part inside relining the endurant. It was said blood flow was restored. As per the physician the cause of the event was a device problem. No additional clinical sequelae were provided and the patient is fine.